Event description:
It was reported that there was a loss of therapy effectiveness. The manufacturer representative (rep) was not asked to try to reprogram the day of the report and they were unable to obtain any further details. Therefore, no diagnostic testing or troubleshooting was performed. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was less than 50 percent therapy relief at the bilateral lower extremities, so the patient was requesting the device explant. Therefore, actions required as a result of the event was an explant. The rep was unable to obtain the event cause. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 4.000 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.